Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ('chronic pain'), general physical health deterioration ('decline in overall health') and endometriosis ('endometriosis made worse') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criterion medically significant), general physical health deterioration (seriousness criterion medically significant) and endometriosis (seriousness criterion medically significant) and was found to have weight decreased ("weight loss") and weight increased ("slightly overweight"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pain, general physical health deterioration, endometriosis, weight decreased and weight increased outcome was unknown. The reporter considered endometriosis, general physical health deterioration, pain, weight decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: endometriosis, general physical health deterioration, pain, weight decreased and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: this case is deleted from bayer database as this case was found to be a duplicate case of existing case (B)(4) in bayer database. All the information that includes event chronic pain ,decline in overall health, endometriosis made worse, weight loss, slightly overweight, reporter, references and source documents have been transferred to retention case (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ('chronic pain'), general physical health deterioration ('decline in overall health') and endometriosis ('endometriosis made worse') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criterion medically significant), general physical health deterioration (seriousness criterion medically significant) and endometriosis (seriousness criterion medically significant) and was found to have weight decreased ("weight loss") and weight increased ("slightly overweight"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pain, general physical health deterioration, endometriosis, weight decreased and weight increased outcome was unknown. The reporter considered endometriosis, general physical health deterioration, pain, weight decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: endometriosis, general physical health deterioration, pain, weight decreased and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.